Event description:
As reported: "left knee revision. Pt. Presented with an infection. Dr. Performed an extensive I&d and swap of triathlon hinge components. All other components left in-situ at this time. No complaints filed against the components themselves and no further information available."

Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: device name# triathlon hinge bumper neutral; cat# 5612-4-000; lot# erpml9e. Device name# triathlon bushingsaxle stdassemblypack; cat# 5612-3-000; lot# 8d1v6x. Device name# tri hinge tib bearing sz 5-6; cat# 56120005; lot# g8798157b. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.